Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additional information was received indicating that the out of range shock impedance measurement was observed only once. Then, the impedance measurement was back to normal. The patient will be checked during a normal follow up. No adverse patient effects were reported. The device and lead remain in service.